Event description:
It was reported to boston scientific corp that, small brown shavings were noted inside the sterile package. There was no pt or procedure involved.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).